Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion alarms were verified. A cartridge change was performed resolving the occlusion. Customer's blood glucose level was 185 mg/dl.